Event description:
The customer stated that her blood glucose readings had been lower than usual. She had rec'd readings of 14.4, 12.3, and 4.3. It was verified the meter was set in mmol/l, and this was explained to the customer. She was able to reset the meter to mg/dl, and no product will be returned.